Event description:
It was reported that a smiths medical pump had inaccurate delivery. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h3: one cadd solis hpca pump was received with no damage found on it. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was able to be confirmed. The device's delivery accuracy was assessed with three different tests, two of the tests were found to be slightly over the manufacturing specifications. Therefore, it was recommended that the expulsor be trimmed in order to bring the delivery into more nominal of a range.